Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump alarmed lost sensor after several time of trying to insert the sensor into their body. The customer's blood glucose was 155 mg/dl. The customer stated that the transmitter is not communicating with the insulin pump and radio frequency communication was not established. Upon inspection everything was within specification and the sensor was fully inserted into the customer's body. There were no damages. Nothing further was reported.